Manufacturer narrative:
A review of the device history record indicates that the order was built to specification. A product sample was received for evaluation. The cassette was visually inspected. The irrigation luer was broken off at the tip with white stress marks. An attempt to replicate the malfunction was done with lab stock. It was confirmed that when the irrigation luer was over torqued the connector broke off duplicating the same issue the customer reported. This confirms the issue was caused by misuse and over torqueing. The root cause of the customer¿s complaint is most likely related to user handling. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the connector from the tubing to the handpiece broke during the irrigation and aspiration portion of a cataract procedure. The tubing and the handpiece were replaced and the procedure was completed without consequences to the patient. A product sample was requested for evaluation.